Manufacturer narrative:
Reference record (B)(4). The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. Ulcer is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, patient underwent procedure for the placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. Since (B)(6) 2020, patient has been having abdominal issues. Patient was vomiting and had an endoscopy on (B)(6) 2020. The endoscopy revealed a large ulcer at the bottom of the stomach. There was bile reflux, corrosion on the peg tube, internal retention plate sliding down into stomach causing vomiting, and tube pressing against intestines. On (B)(6) 2020, the peg tube was removed.